Manufacturer narrative:
H4: the lot was manufactured november 3, 2023 - november 6, 2023. H11: two (2) actual devices and four photographs of the samples were provided for evaluation. Visual inspection was performed on the actual samples and the reported leakage was not easily identified; however, visual inspection of the photographs identified leakage at the administration spike port bonding area. Functional leak testing of the actual samples was performed and a leak was identified from the administration spike port bonding area for both samples. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked at the middle port during the visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.